Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with the following pre-op diagnosis: internal disk derangement at l5- s1 and underwent the following procedure: anterior lumbar diskectomy at l5-s1. Partial corpectomy of l5 and s1. Anterior lumbar fusion, l5-s1. Instrumentation of interbody space with cages, l5-s1. Allograft placement with rhbmp-2 placement. No intra-op complications were reported.